Event description:
Upon pt's arrival to ed. Pt's blood glucose (bg) level checked using glucometer. Bg on glucometer read 47. Pt treated with d50 per emergency dept provider by primary rn 10 minutes later. Comprehensive metabolic panel collected immediately after bg was checked with glucometer, resulted and showed glucose to be 75. To confirm, 2 hours later glucose confirmatory done within 5 minutes of blood glucose fingerstick to show glucose of 85. Glucometer showed 60 from fingerstick. Point of care technician (poct) called. Per poct, ok to take glucometer out of service and call biomed. Charge notified.